Event description:
Contaminated medical device that was used at (B)(6) center in the colonoscopy procedure at that medical facility, which was later determined to be improperly cleaned and stored. I really need assistance with this issue. Could you please send an investigator to help me. The attorney didn't assist me. He didn't submit documentation stating I was at the hospital. I've been sick 9 years. Have been infected, ill, and sick since 2008-2016. Been given meds for rash and bleeding. (B)(6) issued meds.